Manufacturer narrative:
The actual device was returned for evaluation with an unspecified error code. Reliability engineering evaluated the device and observed that the device had a bad thermister, rpm's out of spec and running over temperature which caused error messages to be displayed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn out motor and flex circuit from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had an error message. During an in-house engineering evaluation, it was observed that the device had a bad thermister, rpm's out of specification and was running over temperature. The event was not related to surgery. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.